Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. There was a kink in the proximal end, as part of overall visual revision. Visual inspection revealed that there was a kink 4cm distal of the proximal end. Functional testing revealed that the wire was able to be removed from the rotablator rotalink plus device; however, there was resistance due to the kink. Dimensional inspection revealed that the device was within specification.

Event description:
It was reported that the burr got stuck on rotawire. A 1.75mm rotablator rotalink plus and rotawire (extra support) guidewire were selected for use. During withdrawal, it was noted that the burr got stuck with the rotawire, so it was removed together, then replaced with another of same device. There were no complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr got stuck on rotawire. A 1.75mm rotalink plus and rotawire (extra support) were selected for use. After ablation, the burr was removed. However, it got stuck with the guidewire. The devices were removed from the patient together as one unit, then the procedure was completed with another of the same device. There were no patient complications reported.